Event description:
Patient reported an intracapsular rupture of the right device discovered by mammography, ultrasound and MRI. Healthcare professional later reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient reported, an intracapsular rupture of the right device. Discovered, by mammography, ultrasound and MRI. Healthcare professional later reported, right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.